Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) found that drawer 3.2 on the main unit had bad railings, causing the drawer to fall off the rails when fully opened. Examination showed the slide brackets were misaligned, and the barcode scanner was intermittently failing. The barcode scanner was replaced, and due to the failing right-side slide rail, which created resistance and over extension the drawer was replaced with a new half-height drawer and configured. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawers 3.2 and 4.2 and auxiliary drawers 5.1, 5.2, and 6.2 were failing and could not be recovered. The customer attempted to reboot and recover the device; however, the issue was not resolved. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.